Event description:
It was reported there was a suspected programming error while infusing fentanyl. The fentanyl was identified as a routine infusion intended to infuse a dose of 1mcg/kg/hour with a concentration of 5mcg/ml in a 20ml syringe. The patient was concurrently receiving dextrose 10% with additives at a rate 18 ml/hour. The issue with the fentanyl infusion was discovered at 0025. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a programming error was confirmed. The facility reported an intended to infuse dose of fentanyl at 1 mcg/kg/hr, but the log review confirmed that the user programmed a dose of 4 mcg/kg/hr which was infused for approximately six (6) hours and then (10), minutes before being programmed to the intended dose it was also observed that the reported dextrose 10% with additives was not being infused; instead, it was programmed as ¿maintivf+additives¿. Functional testing performed on the suspect devices by programming infusion on attached syringe module and pump module to infuse for 6 hours and 25 minutes approximately. The infusions completed on schedule and there were no errors or anomalies observed. Timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification. A review of the pcu error log, showed no errors were recorded on the reported event date. A review of the pcu event logs, on (B)(6) 2025, the profile in use was identifies as ¿nicu/nursery¿, at 12:14 am, on channel b the user programmed a guardrails IV fluids of ¿maintivf+additives¿ infusion at a rate of 18ml/h with a volume to be infused (vtbi) of 18ml. At 5:54 pm, on channel c was programmed a guardrails drugs (fentanyl), with the following parameters: drug amount of 5mcg, diluent volume of 1ml, patient weight of 3.9kg, concentration of 5mcg/ml, rate of 3.12ml/h, vtbi of 19.5ml and dose of 4 mcg/kg/h. At 6:31 pm on channel b, the user programmed the same infusion to occur every hour, at a rate of 18ml/h with a vtbi of 18ml. On (B)(6), between 12:13 am and 12:28 am, on channel c the user tried to make changes to the dose and rate; however, no changes were made, and finally the user pressed channel off. At 3:01 am, on channel c was programmed a guardrails drugs (fentanyl), with the following parameters: drug amount of 5mcg, diluent volume of 1ml, patient weight of 4.1kg, concentration of 5mcg/ml, rate of 0.82l/h, vtbi of 19ml and dose of 1 mcg/kg/h. The alaris¿ system user manual 12.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. ¿verify the correct parameters and press the start key¿. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: suspect pcu s/n: (B)(6). Device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect syringe module s/n: (B)(6). Please replace the rear case. Device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6). Device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported programming error was identified through log analysis as be associated with manual user programming. The facility reported an intended to infuse dose of fentanyl at 1 mcg/kg/hr, but the log review confirmed that the user programmed a dose of 4 mcg/kg/hr which was infused for approximately six (6) hours and ten (10) minutes before being programmed to the intended dose. Note that this report lists imdrf annex a1801, a23, c0601, c23, d15, d11, d01, go4037, g0200802, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a suspected programming error while infusing fentanyl. The fentanyl was identified as a routine infusion intended to infuse a dose of 1mcg/kg/hour with a concentration of 5mcg/ml in a 20ml syringe. The patient was concurrently receiving dextrose 10% with additives at a rate 18 ml/hour. The issue with the fentanyl infusion was discovered at 0025. There was patient involvement, but no harm.